Event description:
Patient has a PICC [peripherally inserted central catheter] and needed a cap change in IV tubing changed. Lines were primed and one of the IV tubing started to leak soft part that goes into the alaris pump. The IV tubing was removed. Lot number is attached to the tubing. Lot # 25105678.